Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device recorded an inappropriate episode due to noise and oversensing. No resulting adverse patient effects were reported and no therapy resulted. Data was sent for a technical services episode review to assess reprogramming considerations. The patient later returned for additional evaluations. An automatic setup was performed at which time the device selected primary x1, with smart pass on. Impedance measurements were evaluated in both the standing and leaning positions, with in range measurements observed. There was no noise nor artifact while tapping on the device. The device was then reprogrammed to the selected primary vector. Surgical intervention had been considered to reposition the associated electrode tip however at this time, no intervention nor further device reprogramming has been performed.